Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation 2.0 x 20mm balloon and inflated the balloon to 8 atm. The physician performed a contrast study and noticed that the occlusion balloon had deflated unexpectedly. The device was removed and replaced with another to complete the case.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the descrepant device. An engineering analysis of the subject device will be performed upon receipt. H3 - device evaluation anticipated, but not yet begun.